Manufacturer narrative:
DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. The pre-test calibration and test cut could be taken due to a bent comb. The roller, gear, side plates, and carrier guide all had visible damage. The device was an aged repair with customer approval. The side plates, bushings, roller, comb, gear, carrier guide and feet were replaced. The device was tested and calibrated to specifications. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
Initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. During the investigation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.